Manufacturer narrative:
Section e: this event was reported by the distributor. The healthcare facility country is reported to be in colombia. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an ultratome xl was attempted to be used during a procedure performed on (B)(6) 2025. During the procedure, at the moment of inserting the device into the major papilla, the erbe equipment was activated to generate the cut, initiating the papillotomy. At that point, the papillotome arch ruptured. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event.